Manufacturer narrative:
One device was returned for repair. Device had no prior service history. Review of event log showed cassette not attached properly. Visual and functional tests were performed. Device does not recognize cassette being attached. Replaced latch lock flex cable and passed. Device recognizes cassette attachment, performed verification testing and device passed all test criteria. Updated software.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the device had a "cassette not attached error." There was no patient involvement.